Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. Blood glucose was 143 mg/dl. Troubleshooting was performed. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer also reported that unexpected restart error was reoccurred during normal use. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.